Event description:
It was reported that prior to the spinal cord stimulation (scs) implantation procedure the clinical patient enrolled in a7007 relief 2 clinical study experienced anaphylaxes to the anesthesia and the procedure was aborted. No other interventions were taken, and the event resolved the same day. This event was reported to be related to the procedure and was not related to the device or stimulation.